Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 had foreign matter. The following information was provided by the initial reporter: when drawing up at the covid vaccination clinic it was noted that the above needle was contaminated with an unknown white substance. It was a new freshly opened sterile syringe and needle that had just been opened.

Manufacturer narrative:
Investigation: a device history record review was performed for provided lot number 2008404 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility. The retained samples were examined and no signs of defect were found. We have concluded that the particles observed by the customer were composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. When a lubricant is used within the product formulation, visible particles may become apparent when the lubricant blooms to the surface of the syringe barrel due to plunger movement. A toxicologic material risk assessment for the slip agents used within this product indicates an extremely low to negligible risk of adverse effect in this clinical application. Prior product evaluations about exposure assessment indicate that the slip agents would be metabolized and eliminated relatively rapidly, with no bioaccumulation projected. This slip agent is an approved additive for this application and has been tested for preclinical material biocompatibility with all cases meeting established criteria for safety.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 had foreign matter. The following information was provided by the initial reporter: when drawing up at the covid vaccination clinic it was noted that the above needle was contaminated with an unknown white substance. It was a new freshly opened sterile syringe and needle that had just been opened.